Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain in genital pelvic area"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. B15005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), rash ("rash"), pruritus ("itching"), swelling ("swelling") and genital pain ("pain in genital pelvic area."). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, uterine haemorrhage, allergy to metals, rash, pruritus and swelling outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, genital pain, pelvic pain, pruritus, rash, swelling and uterine haemorrhage to be related to essure. The reporter commented: four coils were into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both fallopian tubes were blocked and essure coils were in place. Pregnancy test - on (B)(6) 2013: negative. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain in genital pelvic area"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. B15005) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 and fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), rash ("rash"), pruritus ("itching"), swelling ("swelling") and genital pain ("pain in genital pelvic area."). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, uterine haemorrhage, allergy to metals, rash, pruritus and swelling outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, genital pain, pelvic pain, pruritus, rash, swelling and uterine haemorrhage to be related to essure. The reporter commented: four coils were into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both fallopian tubes were blocked and essure coils were in place. Pregnancy test - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.